Manufacturer narrative:
B2, b3: estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of thrombosis and death are listed in the graftmaster rx coronary stent graft system, instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a right coronary artery (rca) perforation/artery rupture with hemopericardium with cardiac tamponade. The patient had become hemodynamically unstable and balloon angioplasty was performed, however, the bleeding continued. A 4.50x19mm (1012583-19, 8120441) a graftmaster stent was implanted without a device issue reported, sealing the perforation. On an unspecified date, a possible subacute stent thrombosis occurred and the patient had expired. No additional information was provided regarding this issue.